Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent tricuspid regurgitation (tr). Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with functional tricuspid regurgitation (tr) grade 4, with quadricuspid anatomy (2 posterior leaflets). Two xtw triclips were successfully delivered and deployed, reducing the tr to mild. On (B)(6) 2025, recurrent, severe tr was noted. Per physician, the event was not serious. There was no treatment and no additional hospitalization. There was no device malfunction.

Manufacturer narrative:
The device remains implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.